Event description:
It was reported that the control-iq algorithm increased basal delivery in response to the continuous glucose monitor (cgm) sensor reading; however, the cgm sensor reading was inaccurate. Reportedly, the cgm blood glucose (bg) reading was approximately 160-180 mg/dl, and the meter bg reading was 62 mg/dl. Customer went to the emergency room (ER) and was subsequently hospitalized. Customer was treated with glucose tablets and fluids and released from the hospital on (B)(6) 2025 with the issue resolved and no permanent damage.